Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been implanted post use by date (ubd). The patient was implanted on (B)(6) 2014. The ubd was (B)(6) 2010 for the neurostimulator, (B)(6) 2013 for the lead, and (B)(6) 1013 for the extensions.